Event description:
It was reported that the patient's foot was super swollen while treating with the orthopak device. The patient wore the device 24/7. The foot was swollen on and off for a few days. The foot hurts to go up and down stairs. The patient is still active. The patient elevates her foot when it becomes swollen. When foot swollen up she put her foot up. The doctor advised the patient to stop treating, wait a couple of days and only wear at night. No additional patient consequences have been reported. Orthopak was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: foot lodge keene shoe. Medical product: ebi bone stimulator. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient's foot was super swollen while treating with the orthopak device. The patient wore the device 24/7. The foot was swollen on and off for a few days. The foot hurts to go up and down stairs. The patient is still active. The patient elevates her foot when it becomes swollen. When foot swollen up she put her foot up. The doctor advised the patient to stop treating, wait a couple of days and only wear at night. It was reported that no further information is available.